Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, since there are no physical samples or photographic evidence to verify the condition of the syringe. It is important to mention that no quality events related to the reported defect were found in the batch record during the product¿s manufacturing process.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns barrel / flange was damaged. The following information was provided by the initial reporter: material#: 304657 batch#: 5020043. Rcc received a complaint via email. Email(s) attached. Xxx complaint #: (B)(4), defect description: syringe broke, part #: 153239, product description: syringe 10ml ll bns, vendor part #: 304657, lot #: 5020043, date reported: (B)(6) 2025. Sample received: no response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2026-00010. Additional information provided: 1. When was this defect observed? During or before use? During use 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No 3. Can you please provide an exact date of event in format dd-mmm-yyyy? 17-12-2025 4. Total number of occurrences? 1 5. Could you provide a more detailed entry description? No 6. Which part of the syringe is broken? Unk ¿ customer reported ¿syringe shattered and bodily fluid sprayed around¿.